Event description:
When picking up the tray a member of ssd staff was cut by the end of a drill bit sticking out through the tray before the tray was sterilized. The hospital did not make a note of the specific drill bit that caused the injury. The woman staff member who was injured did not take any time off work and the treatment given was to clean the wound and apply a dressing.

Manufacturer narrative:
(B)(4).